Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. The customer¿s blood glucose was 500 mg/dl at the time of the incident. Customer¿s current blood glucose was 537 mg/dl. The customer had treated with injection pens. The customer had symptoms like nausea. Customer stated that there was no insulin being delivered. Customer stated that she was in the hospital last year because of this. Customer stated that her blood glucose would drop down to 60 mg/dl as well after it was high. The drive support cap was normal. The product was returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No time or clock anomaly or possible over or under delivery anomaly noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address number label.